Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 470 mg/dl and 181 mg/dl within 1 minute. The results were received with 2 different meters, but only one vial of test strips was used. No adverse event reported. The alleged product was requested for evaluation.